Manufacturer narrative:
The sample was returned for evaluation and is confirmed for material separation. Visual examination found the sepra portion of the mesh to have stuck and peeled away from the mesh. However, the damage appears to be use related as the user stated that the mesh was not hydrated prior to use. The preparation section of the IFU states "it is recommended that ventralight¿ st mesh be completely immersed in sterile saline for no more than 1-3 seconds immediately prior to placement in order to maximize the flexibility of the prosthesis." Additionally the laparoscopic use section states, "the ventralight¿ st mesh should be hydrated for no more than 1-3 seconds just prior to laparoscopic placement. If sutures are being placed, attach the sutures to the ventralight¿ st mesh before hydration. The prosthesis must be rolled immediately after hydration about its long axis (lengthwise) with the bioresorbable coating inside to protect the bioresorbable coating." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the event as reported and the sample evaluation, the cause of the sepra separation from the mesh appears to be use related as the mesh was not hydrated prior to insertion as prescribed in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol: it was reported that during a laparoscopic ventral hernia repair procedure using a ventralight st mesh, the sepra portion of the mesh stuck together and peeled off of the mesh. As reported the mesh was not hydrated prior to insertion and within the abdomen the mesh folded together and as the surgeon attempted to open the mesh back up the issue occurred. There was no patient injury. Another of the same mesh was used to complete the case without further issue.